Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead was exhibiting high capture threshold and rising pacing impedance. The atrial lead was explanted and replaced. The patient was in stable condition.